Event description:
Report received of a tubing separation during a heparin infusion. The customer states that the tubing separated into two pieces at the base of the female end where both y-connectors meet and become a single tubing. It was unknown to the reporter how long the tubing was in use before the separation occurred. The patient experienced approximately 10cc's of blood loss at the time of the separation. The heparin drip was resumed via another y-connector tubing set. The interruption of the heparin drip and blood loss did not impact the patient's condition. No report of adverse patient effect, additional patient information was requested, but no futher information was available.